Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited diaphragmatic stimulation. Additional information indicated that the lead also exhibited high pacing thresholds. This lv lead was surgically abandoned. No additional adverse patient effects were reported.